Event description:
Routine complaint investigation when a consumer reported receiving imprecise back to back readings when using port 1 of the softact blood glucose monitor. The values, when plotted on a clarke error grid, fell into the "c" zone, showing the difference in values to be clinically significant. There was no complaint of death, serious injury or mistreatment associated with this event.